Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02932 - device 3 of 6. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion sets leakage at the event site. The event was in use for 2 days. No further information was available.